Event description:
As reported by a sales representative, a patient with a 3.5mm x 16mm promus stent was being treated for restenosis. The lesion was in the right coronary artery and described as heavily calcified. The lesion was treated with atherectomy utilizing the csi diamondback device. Following atherectomy, the physician attempted high pressure dilatation of the lesion with a boston scientific ptca catheter. The results were suboptimal so an (B)(6), 3.0 x 6mm was selected to dilate the lesion. The balloon was inflated above nominal / rated burst while the lesion resisted dilatation. The (B)(6) ruptured and then adhered to the lesion and stent. The physician attempted for hours to remove the (B)(6) from the lesion/stent and retrieved the balloon catheter from the patient¿s coronary artery. Numerous techniques were used. After multiple attempts the (B)(6) catheter separated leaving the distal end of the catheter and ruptured balloon in the patient. The patient was taken to surgery and the remaining catheter was surgically removed. The patient tolerated the surgical procedure and is recovering. The proximal portion of the (B)(6) was disposed with medical waste at the end of the procedure. The distal portion of the catheter and ruptured balloon that was surgically retrieved from the patient is currently held as a surgical specimen at hospital. Patient had co-morbidities and was on plavix.